Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a hole in an inverted septum in the y-interlink closest to the male luer adapter. Leakage occurred from the hole during the disinfection/cleaning process of the sample. The height of this y-interlink was measured and found to be out of specification. Initial evaluation verified the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The leak occurred due to the damaged/inverted septum. The cause of the damaged/inverted septum was determined to be off-center access to the interlink y-site most likely related to the user's technique. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that an interlink continu-flo set leaked from a broken port. This occurred during patient infusion and resulted in the peripherally inserted central catheter (PICC) line having to be replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.